Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noisy signals and high out-of-range pacing impedance measurements on the right ventricular (rv) channel. During an in-clinic visit, an automatic lead safety switch (lss) alert was noted for pacing impedance values exceeding 3000 ohms. Noise and oversensing were observed in stored events while the lead was programmed in unipolar configuration. These issues were not observed during the office visit, as the non-boston scientific lead had since been reprogrammed to bipolar configuration. A spring contact issue was suspected. No adverse patient effects were reported. This crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noisy signals and high out-of-range pacing impedance measurements on the right ventricular (rv) channel. During an in-clinic visit, an automatic lead safety switch (lss) alert was noted for pacing impedance values exceeding 3000 ohms. Noise and oversensing were observed in stored events while the lead was programmed in unipolar configuration. These issues were not observed during the office visit, as the non-boston scientific lead had since been reprogrammed to bipolar configuration. A spring contact issue was suspected. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.